Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that1 years after the dental implant was installed in intraoral region #3 it was verified its non-osseointegration. Thirty ncm of primary stability was achieved and load was not executed. The patient presented bone type iii.